Event description:
It was reported to philips that the device does not start up due to a cooling unit error. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found system does not boot up. Upon troubleshooting, it is found that cooling unit was defective. The cause of the detector failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the detector cooling unit and flat detector. After replacement of the cooling unit and flat detector, the system is returned to good working condition. The codes were updated based on the investigation outcome.